Event description:
It was reported that cannula broke off after use while putting on safety guard with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: customer stated that when the nurse was done with the patients blood draw, she pulled the needled out of patients arm and went to put the safety guard on the needle and the needle broke off. No harm was done to the patient or the nurse. No redraw of the patients blood had to be done.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cannula broke off after use while putting on safety guard with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: customer stated that when the nurse was done with the patients blood draw, she pulled the needled out of patients arm and went to put the safety guard on the needle and the needle broke off. No harm was done to the patient or the nurse. No redraw of the patients blood had to be done.